Event description:
Instrument failure - after drilling the glenoid holes, the drill was removed from the patient. As it was being placed on the table, it was noticed the bit was cracked and with the slightest touch the instrument bit broke midway at the bit.